Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (800 mcg/ml at 400.37 mcg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s medical history included diabetes, high cholesterol, and an irregular heart rate. It was reported that the patient¿s pump was flipping and a pocket revision was scheduled for (B)(6) 2015. It was reported that the cause of the pump flipping was not determined and was not obvious at the revision.